Event description:
It was reported that the md used a sheath to insert the iab. After insertion, the md connected the iab to the autocat 1 pump and began using pcps (percutaneous cardiopulmonary support), but the high pressure in alarm occurred, and blood was found in the helium gas line. As a result, the md removed and replaced the iab and resumed iab therapy without incident.

Manufacturer narrative:
A follow-up report will be filed if more informaton becomes available.